Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Review of the event history log (ehl) found multiple "improper shutdown!" Messages as evidence for the customer-reported allegation of the device shutting down intermittently. Improper shutdown messages may result from typical use of the pump; therefore the allegation cannot be confirmed based on this ehl evidence alone. The device was found to be within specification during testing. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issues during testing. Evaluation determined that no correction is necessary to address the allegation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut on and off intermittently. There was no known patient injury or medical intervention associated with this event. No additional information is available.